Event description:
The customer reported that the ligasure device in the procedure did not completely seal a vessel. It is unk if a regrasp alarm or end tone was heard. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.